Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited low out of range pacing impedances less than 100 ohms. The patient has a competitor's pacemaker implanted, and the lead information was obtained by the competitor's home remote monitoring system. It was reported that the lead impedances had historically been about 400 ohms, but then were gradually decreasing toward 200 ohms. More recently, impedances had dropped to less than 100 ohms. Associated with the low impedance measurements was noise, which was present with and without isometrics. It was reported that the device was reprogrammed to vvi mode as no further testing could be done on the atrial lead. At this time, available information suggests that this lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.